Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a shock equipment malfunction. A review of the status logs confirmed the error which displayed a charge/shock failure and pacing failure. There was no patient involvement.